Manufacturer narrative:
Evaluation summary: the x-ray provided does not appear to reveal that there are any significant issues with the devices, with regard to component position, alignment, sizing, osteolysis, etc. Pt factors that may affect the performance of the components such as possible trauma, bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be reviewed upon return of operative reports, product or further information. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. Complaint record review does not reveal any other complaints for this product/lot combination. The device was not returned; however, the photographs provided show the articular surface with detached post beside it. Also shown is what appears to be a fragment of polyethylene.

Event description:
It is reported that the pt was experiencing knee discomfort and instability. The pt was taken to the operating room for a scope which determined the post on the poly was fractured. The pt then underwent an exchange of the articular surface.